Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01489. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the (B)(6) (short term, cap, or long term) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 8 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency room with complaints of bright red, watery stools on (B)(6) 2018. The patient stated that the amount of blood seen was significant and had urgency every 1-4 hours. The patient was taking the anticoagulant warfarin at the time of the event. The patient was admitted. Unspecified changes in medication were made. The event was reported as ongoing on (B)(6) 2018, it was reported that the patient underwent a colonoscopy and was found to have bleeding colonic polyps. During the colonoscopy, 5 mechanical clips were placed to the polyps. The patient had no further bleeding after the clip placement. Date of resolution/discharge was (B)(6) 2018. It was reported that the patient had a history of ulcerative colitis.